Manufacturer narrative:
(B)(4). (B)(6). The rt200 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory and expiratory limbs of the breathing circuit were tested for damaged pins. Results: a heater wire pin on the inspiratory limb of the breathing circuit was split preventing full insertion of a heater wire adaptor. A lot check revealed no other complaints of this nature for lot number 100309. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to bend the heater wire pins during use if the heater wire adaptor is inserted into the heater wire plug on an angle. It is not possible for us to determine whether the pins were bent during production or by the user. Damaged pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).

Event description:
A distributor in (B)(6) reported that an rt200 breathing circuit had a broken heater wire pin which prevented the circuit from being connected to a heater wire adaptor. The distributor identified the broken pin prior to patient use.